Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with l4/5 hernia involved in the hernia removal. It was reported that intra-operatively, the product could not be fixed to the rigid/firmly. It was replaced with another product. Event was associated with the patient. Product was used correctly according to the directions given in the IFU/labeling. There was delay in overall procedure time for less than 60 minutes. Patient was not hospitalized prolong as a result of this event. There were no patient symptoms or complications reported as a result of this event.